Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse arrived on site and could reproduce the fault by getting a lot of 1126 errors on the system. By monitoring the system wheel status in the launch maintenance app, the fse found that the data packets were being dropped over the patient side cart (psc) fiber cable between the card cage and axes controller platform board (acpb). The fse also found data packet drops were being logged in the system event logs. The field service engineer (fse) called technical support engineer (tse) and reported the findings. The fse replaced that psc fiber cable (part# 372216-05) between the card cage and acpb and the system stopped losing data between the card cage and acpb with no errors present. The fse also swapped the universal motion controller (umc) 1 and umc2 for troubleshooting should the error return. System is now functioning normally. The system was tested and verified as ready for use. The affected psc fiber cable (part# 372216-05) involved with this complaint is a field scrap item and will not be returning to isi for further investigation. No images or video were submitted for review. A system log review was performed. Per the review, the following was confirmed: the logs confirmed that the customer performed a bilateral inguinal hernia procedure on (B)(6) 2022 on system sk0437. A review of the site's system logs for the reported procedure date was conducted by the technical support engineer and fse. Investigation revealed the following related system errors: 25730 related to the motor axis message missing on the gantry, 23097 due to the patient cart handle sensor; 40084 caused by communication errors, 32096 related to temperature readings and 32110 triggered by arm communication issues. This complaint is considered a reportable event due to the following conclusion: the customer converted after the start of the procedure due to non-recoverable error 40067. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the clinical sales representative (csr) contacted a technical support engineer (tse) and reported that they received a non-recoverable error 40067 during and after converting the case. The tse observed error 40067 in logs on the axes controller (ac), ac_5a and preceded in logs with 25730 on axes controller platform (acp) 1 as well as other errors. The tse walked the csr through the power off of the system and the csr powered the system back on and the error did not persist. The tse walked the csr through driving the patient side cart (psc) forward and back as well as adjusting the boom with no errors. The field service engineer (fse) was to follow up. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon stated that the procedure was converted as there was an unrecoverable fault for an unclear reason. There was not any harm done to the patient. It was unclear as to why this event happened, which is the reason they did not resume the case robotically. The shutdown happened mid-dissection and no instruments were being exchanged at that time. The surgeon does not routinely check the system during set up and was unsure if any inspection was done prior to the start of the case. There were no issues with port placement and the unrecoverable fault happened about 1 hour into the procedure. The patient did not experience any undue harm. No images or patient demographics available.